Event description:
Customer reported via phone call to have been hospitalized due to having a low blood glucose seizure. Customer reports that transmitter was lost while in the hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.